Manufacturer narrative:
The device was not returned for analysis; however, a photo provided by the account was reviewed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Based on the image provided by the account; the number of stent picks is within the specification range for a 120mm stent. Therefore, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the stent stretched during deployment due interactions with the moderately calcified and mildly tortuous anatomy during deployment and/or the stent inadvertently being deployed too quickly. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 6x120 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed; however, it was noted that the stent is longer than expected and labeled and was about 190 cm. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.